Manufacturer narrative:
(B)(4). CAPA: no new information was provided in the follow-up report. Manufacturer narrative:a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13852. A batch record review of lot 13852 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: the case is assessed to fulfill the criteria for regulatory reporting due to the intervention required to prevent potential permanent damage to body structure. Additional comments: device was not sent back to manufacturer for evaluation. Device not sent to manufacturer.

Event description:
A follow up report (B)(4) was received 08-aug-2016 from the physician. The patient was healthy and had no illnesses or known allergies. Concomitant treatments included: vitamin d and fish oil. In the past she had been injected with restylane-l into the lips and perioral commissures on (B)(6) 2015, and (B)(6) 2014. On (B)(6) 2016 she received 1 ml of restylane silk using the standard needle to her lips and lateral commissures, split equally right and left sides. Lot code was 13852 with an expiration date of 30-apr-2018. The patient presented one week after the injection on (B)(6) 2016 with significant pain, moderate pustules unilateral on the right upper lip and oozing. There were no immediate signs of vascular compromise at the time of the injection. On (B)(6) 2016, the patient was treated with 150 units of hyaluronidase, augmentin 875 mg bid for one week, valcyclovir 500 mg bid for one week, and had rapid resolution of the events by (B)(6) 2016. Viral culture was negative for (B)(6) and bacterial culture was lost by the laboratory. The events of darkness and vascular compromise were not addressed in the report. Causality was possible for injection and not assessable for substance. As of (B)(6) 2016 there had been no additional contact; the patient was planning to come in for photo to submit but cancelled. No serious criteria applied to this case report per the physician.

Manufacturer narrative:
(B)(4). CAPA: the event is already addressed in the labeling. The labeling further states; restylane silk must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may have contributed to the event. The reported events are addressed in the label. The case is assessed to fulfill the criteria for regulatory reporting due to the intervention. Device was not sent back to manufacturer for evaluation. Device not sent to manufacturer.

Event description:
A report (B)(6) was received on (B)(6) 2016 from a physician concerning (B)(6) year old female patient who was injected on (B)(6) 2016 with restylane silk into the upper and lower lips and perioral commissures. The patient started to notice darkness on her lips starting on (B)(6) 2016. The patient did not immediately contact her physician because the condition seemed to have improved. However, the patient experienced severe blisters on the lips and started to feel significant pain. On (B)(6) 2016, the patient was examined by her physician who suspected severe vascular compromise and possible necrosis. The area resembled a reticulated pattern. A culture was taken (results pending). The areas were treated with hyaluronidase. The patient was started on aspirin 81 mg daily. The patient was also prescribed augmentin (amoxicillin clavulanate) and valtrex (valacyclovir) to cover the possibility of a biofilm. Topical nitropaste was not applied because of the risk for further skin irritation. The lot number and expiration date was not readily available at the time of this report. The physician noted that the patient had three previous injections into the same areas with restylane-l without complications. The patient will be followed up today, (B)(6) 2016, by the physician. No further information was available at the time of this report.